Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm and trace pointers are invalid. The customer¿s blood glucose level was 8 mmol/l at the time of the incident. Troubleshooting was performed for keypad anomaly. Customer was able to clear the alarm. Customer stated that not getting response from any button. Customer was unable to clear the alarm. Customer was unable to see time clock on display while alarm message was present. Customer stated that numbers were not ramping on their own. Customer stated that did not press a button down for 3 minutes or longer. Customer stated the scroll bar was not moving with no input. Customer stated that insulin pump had received trace pointers are invalid. Error and customer was unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.